Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Unable to verify audio/beep anomaly or blank display due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had been damaged after getting caught in wheelchair spokes. Customer stated that the device had a tear in the plastic between the escape and act buttons. The customer also reported that the screen was dented. Blood glucose level at the time of the incident was around 90 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.